Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a procedure for the second stage of the implant. The healthcare professional damaged the lead involuntarily when he was creating the implantable neurostimulator (ins) pocket during the procedure on (B)(6) 2016. The impedances were all ok, so the healthcare professional decided to implant the ins. The patient felt the stimulation properly and felt fine. No surgical intervention occurred and no surgical intervention was planned. The patient was alive with no injury and the issue was not resolved.